Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood. The tray consist of the harvesting cannula, the bisector tool, the dissection tip, the cannula seal, the short port btt balloon and a syringe. The tray was inspected for any breaks, cracks, or dents. There was no sign of damage to the tray. The tray was opened and inspected for presence of hair. There was no evidence of hair to be found inside or outside of the tray. A second investigator performed the evaluation and confirmed the results. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed. According to the manufacturing process instructions for evh packaging, the trays are inspected for any foreign particulates present and are vigorously vacuumed and sterilized using alcohol wipes before assembling devices inside the tray. Each device is inspected for the presence of any foreign particulates and wiped with alcohol wipes before being placed inside the tray. The lot sterilization inspection forms and certificates of processing were reviewed. No nonconformities were observed. The vendor certifies that the lot meet all the customer specifications and zero nonconformities occurred during the sterilization process.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the vasoview 7 xb kit was being removed from the sterile sleeve, it was noted that a hair was observed inside the plastic packaging before it was opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the vasoview 7 xb kit was being removed from the sterile sleeve, it was noted that a hair was observed inside the plastic packaging before it was opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.